Manufacturer narrative:
Evaluation: pivot block.

Event description:
It was reported by service report that there is a broken top rail, and the pt left side rail would not latch. It is unk if there was pt involvement or if there are adverse consequences to report.